Event description:
Customer took levemir 60 units at 6:00pm. Caller reported compact plus system blood glucose results, all mg/dl: 294 at 6:00pm 84 at 6:00pm 70 at 6:01pm 256 at 6:02pm 56 at 6:03pm 62 at 6:04pm 71 at 6:05pm 201 at 6:08pm no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.